Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon defective and it would not inflate.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "lumen collapses under the pressure of the balloon". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Recommended inflation capacities 3cc balloon: use 5 cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon defective and it would not inflate.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation noted received 1 all silicone foley catheter. It was attempted to inflate the balloon with the inhouse syringe and 10 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water), however it was immediately noted a hole in the catheter shaft measuring (0.022") and (0.0255") from the bifurcation. This is out of specification which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold). However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿bard® all-silicone foley catheters description: bard® all-silicone foley catheters aid in clinical management by allowing for continuous drainage and measurement of urine. Indwelling urinary catheters or foley catheters can be used in patients of all ages. Up to 10 ch/fr is generally considered pediatric sizing, however, the appropriate size should be determined by the healthcare professional. Intended use: for urological use only. Indications: bard® all-silicone foley catheters are indicated for any clinical condition requiring drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. Contraindication: no known contraindications caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Warnings: on catheter, do not use ointments or lubricants having a petrolatum base. It may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. Users and/or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/ or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/ or patient is established. Store catheters at room temperature and away from direct exposure to sunlight preferably in original packaging. Instructions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Follow your facility protocol for catheter stabilization and urine collection. Insertion 1. Wash hands. 2. Use proper aseptic technique to prepare the patient for catheter insertion. 3. Remove the catheter from wrap and lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. 4. Catheterize the patient using dominant hand. 5. When catheter tip has entered bladder, urine will flow through the catheter. A. For female, insert catheter 2 more inches (approximately 5 cm). B. For male, insert catheter all the way to bifurcation. 6. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the inflation lumen of the catheter. 7. Gently pull the catheter until the catheter balloon is snug against the bladder neck. Removal 1. Wash hands. 2. Gently insert a luer slip tip syringe in the catheter valve. A. Never use more force than is required to make the syringe ¿stick¿ in the valve. 3. Allow the pressure within the balloon to force the plunger back and fill the syringe. A. If you notice slow or no deflation, re-seat the syringe gently. 4. Use only gentle aspiration to encourage deflation, if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 5. If balloon does not deflate, contact adequately trained professional for assistance, as directed by hospital protocol. 6. After balloon is fully deflated, remove catheter, and dispose of in accordance with hospital policy. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100 percentage silicone foley catheters.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon defective and it would not inflate. The device handling hazards involved blood and/or body fluid contaminated and the patient experienced inconvenience. It was unknown what medical intervention was provided. Per additional information via email from ibc on 29mar2024, it was stated that the product had been placed in the care of the u of a hospital supply coordinators (cpsm orsc uah) along with the packaging from what they remember. This was the only lot that we had issues with that they were aware of in the pediatric operation room. There was no additional impact to the patient from this incident.